Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the patient reported the following: "I have recently been informed of a recall of biocell implants for increased risk of lymphoma. My sister has these implants and is currently battling this disease..

Event description:
Patient reported they experienced the events of ¿extreme hardening¿, ¿encapsulation with pain¿, ¿fluid encasing the implants¿, and ¿informed of a recall of biocell implants for increased risk of lymphoma¿. Device remains implanted. This record is for the left side.